Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was 384 mg/dl. Troubleshooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind due to the motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. The device had minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.